Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 599 mg/dl. To address the high blood glucose level, the customer administered a correction bolus via the pump and was able to clear the alarm and resume insulin without assistance from third parties. Reportedly, the customer continued to use the pump for insulin therapy.